Event description:
It was reported that during an angioplasty procedure, inflation difficulties were encountered. The lesion being treated was located in the right external iliac artery. The ultra-thin stent (sds) balloon failed to inflate. The ultra-thin sds balloon was removed from the patient and upon inspection, a slit in the balloon was observed. The procedure was completed with another of same device. No patient injury or complications were reported. The patient's condition was reported as "ok".

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.